Event description:
The consumer was attempting to use the bathroom when the axle on their wheelchair allegedly broke causing the consumer to fall on their left hip. The consumer had surgery on their left hip 6 months prior to this alleged incident.